Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: underweight, creases fold, wear abrasion and opening extended on posterior. A visual and microscopic analysis was performed which identified opening crease sharp on radius. Base on the device analysis the final assessment is: an opening crease sharp on radius due to fold flaw opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation was due to a rupture.

Event description:
Physician reported a right side ruptured device, inflammation, and the "breast feels softer on the right side". The device was explanted.